Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple false records of pause and bradycardia was observed via remote transmission. Programming changes for a software upgrade was completed. After the changes there were patient initiated episodes for fluttering and the rhythm strip had also indicated premature ventricular contractions. There were also long pauses that were noted, but the device had failed to determine the record as a pause. The device will continued to be monitored and the patient was fine before, during, and after the changes.